Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: sw app 9735699 s8 operating system. H6: b17, c20 and d15 apply to the concomitant product. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735999, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The ssd was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. As reported, the returned ssd would not boot properly, as the ubuntu screen would appear upon start up. Was able to perform "the fix" and the ssd will now boot to the login screen. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that pre-operatively, the system failed to boot up on start up. No patient was present in the room; this was in preparation for the case. The site was testing the system and uploading a cd from a new radiographer the day before the case. The drive was replaced the following day prior to the case occurring. It was reported that under inspection, it was found that the system was not recognizing the drive correctly causing it to fail start up. The drive was replaced the following day prior to the case occurring and the system was restored to functionality. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.